Event description:
Roto floppy wire broke off outside of body. This could have been a life-threatening event if the wire broke off into the pt. The tip of the wire became detached. Also the roto link system became detached from the motor drive unit during ablation procedure after inserted into the body. Product was attached properly to motor drive unit. Also when attempting to dyna-glide out of the pt was unable to do this, the wire kept spinning and binding. User had to pull the whole system out and start from scratch, rewiring the vessel, etc. This produced tension, anxiety and prolonged procedure and catheter time.